Event description:
The pt experienced a burning sensation in the area surrounding her pump as soon as a 1.5 tesla magnetic resonance imaging was started. The test was stopped and the pt went to the pump clinic for assessment. There was no tissue damage or pt injury. Ice was placed on the site to cool it off. There was no visual indication of pump malfunction. No follow-up pump interrogation was done at that time. After the magnetic resonance imaging the pt felt she was getting more medication at a certain time each hour, although the pump was on simple continuous dosing. The pt had intermittent numbness in her legs and vaginal area. The hcp believed the numbness was due to intrathecal marcaine and planned to remove it from the pump. There was no concern of an inflammatory mass. The pt was also not getting continuous relief of her pain symptoms. Reservoir volumes had been accurate at refill. However, the pump rotor did not appear to move during rotor study in 2008. The pump was replaced four days later. The pt outcome was reported as 'no injury, recovered without sequela'. The pump was used to deliver dilaudid, clonidine, and marcaine. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.